Event description:
The consumer reported the following change in therapy: loss of stimulation on (B)(6) 2016. There were no trauma/falls reported that could be related to the issue. The patient had used their patient programmer (pp) to make adjustments to their settings, but they were still not able to feel stimulation. It was noted that they were on group c at 7.70v. The pp showed that stimulation was on. The patient changed to group d at 9.0v and was able to feel comfortable stimulation. It was stated that the patient had follow-up appointment with their doctor (B)(6) 2016. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.